Manufacturer narrative:
The device was returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the pdm read high (>500 mg/dl) so the customer was taken to the hospital where he was given a manual shot of insulin and an IV. The customer had a panic attack and had a chest x-ray taken as well.